Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter fracture occurred. A 145 guidezilla guide extraction catheter was selected for use. During procedure, it was noted that the device was fractured. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed distal shaft damage (flattened) located 10.4cm from tip and numerous kinks in the distal shaft. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that a catheter fracture occurred. A 145 guidezilla guide extraction catheter was selected for use. During procedure, it was noted that the device was fractured. There were no patient complications reported.